Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump for this malfunction within the past 24 hours, although the issue had been previously reported on multiple occasions. Technical support decided to replace the pump, advising the customer on using a backup therapy method and providing instructions for returning the faulty equipment. A replacement pump with updated software was sent, and the customer was informed about programming their settings and connecting their cgm to the new pump. The customer was advised on storage procedures and return requirements for the malfunctioning pump.